Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up, the physician could not interrogate the pacemaker that switched in standby mode. Despite several attempts to re-initialize the pacemaker as proposed by the programmer, the device could never be interrogated even with different programmers. Considering the age of the device and the fact that the patient is pacing-dependent, the physician decided to replace the device and to return it for analysis. It was reported also that there was nothing special during previous follow-up on (B)(6) 2013 (the battery impedance was at 1.82 kohm) and that nothing special occurred in the patient's environment which could explain the standby mode.